Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Customer did not provide the lot number of the lancets. Requested return of suspect device and replacement was sent.